Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. The patient reported intermittent overstimulation sensations from her scs system. According to the patient, the sensation occurs whether or not the scs therapies are in use. The onset of the symptoms began a couple of months ago, after the patient was involved in an automobile accident. The physician has recommended an ipg replacement, however, no date has been set. It is currently unk if the ipg will be returned to the MFR after it is explanted. F/u on the patient found no further issues reported.